Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 21:26:47 on (B)(6) 2023. At 00:33:15 on (B)(6) 2023, an arrhythmia was detected. ECG shows idioventricular rhythm @ 40 bpm degrading to asystole. At 00:34:38, the patient received the inappropriate treatment. Oversensing sensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was idioventricular rhythm @ 40 bpm degrading to asystole. The device shutdown at 10:21:16 on (B)(6) 2023.